Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" messages) has been confirmed. As received, the electrode belt failed incoming functional testing, specifically an ECG fall-off test. The cause for the test failure and the messages was isolated to the ECG "c" and ECG "d" cable. The cable was cut, damaging the orange (lead 2-) wire in the cable. The root cause for cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving frequent "adjust belt" messages.